Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the foot control device stopped working. There was no delay to the surgical procedure as a spare device was available for use. It was reported that the surgery was completed successfully with no harm to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.